Manufacturer narrative:
UDI: (B)(4), gtin unavailable, product made prior to gtin compliance date. Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. Initial reporter is company representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, screwdriver was stripped during an unknown procedure. Action taken when the event occurred - switched screwdrivers and proceeded. There were no fragments generated from the broken device. There was no surgical delay reported. The procedure was successfully completed. There were no patient consequences. Concomitant devices reported: unknown screws (part # unknown, lot # unknown, quantity # unknown). This complaint involves one (1) device. This report is for one (1) screwdriver, hexagonal, small, with holding sleeve. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 314.020. Lot: 2401173. Manufacturing site: bettlach. Release to warehouse date: october 03, 2008. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the screwdriver, hexagonal, small, with holding sleeve was received at us customer quality (cq). Visual inspection of the complaint device showed the tip threads were twisted and rounded, stripping the threads. The holding sleeve is missing but is an individually marketed device, so will not be reported as a missing component. Dimensional inspection: no dimensional inspection can be performed due to post manufacturing damage. Document/specification review: current) and manufactured revisions were reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the tip threads are twisted and rounded. No definitive root cause could be determined based on the provided information. No new, unique, or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.